Event description:
It was reported that an extension set would not securely screw on the adapter. There was no patient involvement. There is no additional information.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). "Extension set" is being replaced with "transfer set". The nurse stated that there were no visible faults with the transfer set or the adaptor. The connection between the two devices was made by hand. The transfer set screwed on securely but there was a 2 mm gap between the two devices. (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.